Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimate. Date of implant - estimate. (B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted, because the part and lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficult to deploy although the reported treatments appear to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral/common femoral artery. A supera peripheral stent delivery system (sds) was selected for the procedure. The sds was advanced to the lesion, during deployment the stent implant elongated and partially deployed inside the unspecified introducer sheath. The patient was taken to surgery to have a cut down procedure to remove the unspecified introducer sheath. The stent implant was cut off where it entered the introducer sheath and introducer sheath was removed from the anatomy. The remaining part of the stent implant was left in the artery where it was deployed. A clinically significant delay in procedure was reported due to the surgerical procedure. No other information was provided.